Event description:
It was reported that the patient was referred for surgery due to high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.